Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving inaccurate sensor readings. As a result, the patient had an echocardiogram performed on (B)(6) 2018, to have their sensor recalibrated by 17 mmhg.